Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "at some point in the past - dos unknown, the patient underwent an srom asr construct performed by a surgeon at either ocr or pvh. The patient's metal ion count in her blood is high and there was suspected metallosis in the joint. Once open, metallosis was confirmed in the joint. There was black tissue surrounding the joint capsule and the trunion of the srom stem was black. The asr head was removed along with the srom stem. A new construct was utilized to combat the metallosis." Doi: unknown, dor: (B)(6) 2021, affected side: left hip.